Event description:
It was reported that the pt underwent a posterior lumbar spinal fusion at l3-s1. It was reported that the set screws had trouble engaging the bone screw. After stripping a few set screws, the surgeon decided to replace the bone screw. After the bone screw was removed from the pt and passed off of the sterile field, it was noticed that metal splinters were falling out of the top of the screw. The shavings were not retrieved. A new bone screw was implanted and the new set screw engaged appropriately. No pt complications were reported.

Manufacturer narrative:
(B)(4). The device was returned for eval. The thread crests and flanks are damaged; this damage appears to have initiated at the start of the thread, and is consistent around the thread. A review of the device history records did not identify any applicable nonconformance to specification.